Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer was instructed to return the problematic pump via ups using a return box and pre-paid label within 10 days, and was provided a replacement pump by cts. Instructions were also given for putting the pump into storage mode, which the customer understood and acknowledged.